Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned. The unit did not reach operating temperature and thus unable to start a cycle due to malfunctioning of the heater. The return of the vacuum pump was not confirmed for the report of odor since the unit could not be tested. The assignable cause of the odor/smells issue is the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "burning smell" or odor emitting from their sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to clear the room until it was ventilated and not use the unit until it was serviced. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.